Manufacturer narrative:
A partial lead connector portion was returned measuring 27.9 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the asymptomatic patient's left ventricular lead exhibited no capture and high impedance. Upon opening the pocket, the physician discovered a break in the lead. The lead was capped and replaced on (B)(6) 2017. Patient was stable during and after the procedure.